Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply was low on voltage. The representative adjusted the power supply on the system which resolved the issue. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while starting planned maintenance, the manufacturing representative could not get the system to boot. It was indicated that the probable cause was the system's power supply. There was no patient involved.